Event description:
An ophthalmic surgeon reports that a pt had an operation to repair a giant retinal tear. The retina was attached and lasered and the eye filled with perfluoropropane (c3f8) gas. Four weeks following retinal surgery and placement of the gas bubble, the pt had a 4-5 hour prostate surgery under general anesthesia. On awakening from surgery, the pt complained that they were unable to see light. They had suffered central retinal artery occlusion that the ophthalmic surgeon feels had been caused by an expansion of the gas bubble and the associated intraocular pressure rise during the prostate surgery. Note: as reflected in the package insert a perfluoropropane (c3f8) gas bubble remains in place for approximately five weeks. The directions for use (IFU) state that nitrous oxide should not be administered during anesthesia when a gas bubble is in place. Nitrous oxide can rapidly equilibrate with the gas, expand and raise the pressure in the eye.